Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had corroded keypad traces. No button error alarm during testing. No unexpected numbers ramping or scrolling during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the numbers on the screen started scrolling when trying to deliver a bolus. The customer did not recall any significant events leading to the alarm. Blood glucose value was 284 mg/dl and it went up to 340 mg/dl at the end of the call. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.